Manufacturer narrative:
Actual device currently a way to (B)(4) and not yet received by manufacturing facility. Investigation/evaluation currently in process. (B)(4) considers this report open, follow-up report to be submitted once investigation is complete. MDR exemption number e2015039. (B)(4).

Event description:
(B)(4). Facility reported during a lap chole procedure doctor noticed a plume of smoke in excess of what is expected. Upon closer examination doctor found cable had broke into two pieces and a small pea size hole was found in surgical drape as well as the cooling blanket under the draping where the cable broke. Patient was checked when hole was found as well as after the procedure when all covering was removed, no patient injury, burn or trauma found. Doctor was able to use a back up cable which was readily available and complete procedure as scheduled.

Manufacturer narrative:
Follow up #1 the following sections updated/added: - product problem - suspect device - - all manufacturers - - importer - - device manufacturers. Cable broken at about 1450mm. The two connectors show clear signs of wear on both sides. There were 2000 hf cable manufactured in the lot. From our point of view, the hf cable was used to the wear limit. Regular use and bending of the cable have caused breaks in the cable strand over an extended period of time. The high current density occurring in the application has resulted in the last consequence to an arc in the cable. This form of wear is described in the instructions for use IFU. The IFU, chapter 6, instructs user to perform check before each use. - the rf cable must be checked for damage. - the function of the hf cable must be checked in conjunction with the hf instrumentation (activate hf instrumentation according to the respective operating instructions). The identified deficiencies do not describe a general product problem, which includes a non-conformity, negative trend or previously unknown hazards. There are no further measures planned at this present time. Richard wolf medical instruments corporation (rwmic) and (B)(4) considers this matter closed. However, in the event any additional information is received a follow up report will be submitted to FDA. (B)(4). MDR exemption number e2015039.

Event description:
Follow up #1